Event description:
The reason for return was battery depletion and telemetry issues. The device was explanted due to battery voltage approaching eri level. The device was interrogated prior to explant and had a telemetered battery voltage of 2.58 volts. No patient complications have been reported as a result of this event.